Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a crack near their battery compartment. The customer also reported their insulin pump was turning off randomly. It was also found the customer's insulin pump had decreased battery life. The customer also reported the insulin pump was alarming battery out limit. Customer's blood glucose was 130 mg/dl. The customer also stated the crack was near the battery compartment casing. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.